Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
"Tip of driver twisted and stripped during screw removal." On (B)(6) 2014 additional information was received from the customer who reported during the removal surgery of a screw at l4 level, 2 driver tips twisted and stripped. There was no injury to the pt but a different insertion driver had to be used to complete the surgery. Surgery was delayed by 20 minutes.